Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the pump and transmitter regained connection. Customer declined to provide additional information, and declined troubleshooting with tandem technical support. No additional patient or event information was available.